Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance and the reported difficult to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 85-90% stenosed lesion in the mid right coronary artery (rca). After placement of a balanced middle weight (bmw) universal ii guide wire, pre-dilatation was performed using 2.5x15mm unspecified balloon dilatation catheter (bdc). The 2.75x18mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. Additionally, resistance was met during withdrawal of the sds reportedly due to interactions with the patient's anatomy. There was reportedly no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x18mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.